Manufacturer narrative:
The device was returned to the MFR and the comment of the device getting hot could not be duplicated. Repairs were made on the device and it was returned to the account.

Event description:
It was reported the cast cutter blade heats up while in use. There was no medical intervention required. There was a delay in procedure, but customer did know how long. There were no adverse consequences reported.